Manufacturer narrative:
The approximate age of the device is 1 year and 4 months. The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 4 months post-implant the patient was in the clinic for a routine checkup and had reported that during the night he experienced a pump stoppage, as well as a low flow hazard and red heart alarm while connected to the power module. The patient was asymptomatic during the event. The patient¿s event history indicated that the pump was not able to maintain the fixed speed when the patient was connected to his power module. The hospital will perform x-rays and has requested an ungrounded patient cable.

Manufacturer narrative:
Although the reported events are consistent with a potential driveline issue, a compromised area of the driveline could not be confirmed because the patient remains ongoing on lvad support with the device. Low speed and low flow hazard alarms, accompanied with pump stops, were confirmed through the analysis of the system controller data log file. These alarms occurred only when the patient was supported by the power module. The patient was provided with an ungrounded power module patient cable and no additional complaints have been reported. A review of device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.